Manufacturer narrative:
(B)(4).

Event description:
It was reported that excessive battery depletion was observed. The device will be replaced when it reaches eri. The patient is stable.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information. The device was explanted. Explant date is unknown. No further information could be obtained.